Event description:
New information received indicated that the right ventricular lead was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision procedure. During the procedure, the right ventricular lead exhibited elevated impedance. The right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable post procedure.